Event description:
It was reported that the sound the patient had access to was much softer than before. The patient's speech understanding has degraded. Testing showed that 8 channels had high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.